Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or product defect could have contributed to the reported hyperglycemia and emergency room visit. The patient reported that a pod had experienced an occlusion alarm, and she removed the pod. An occlusion alarm is not a malfunction but a safety feature. Initiation of the alarm is an indication that the device was functioning as intended. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "an occlusion may result from a blockage, pod malfunction, or from using old or inactive insulin. If insulin delivery is interrupted by an occlusion, check your blood glucose level and follow the treatment guidelines established by your healthcare provider. Hyperglycemia could result if appropriate actions are not taken." It advises, "an occlusion is a blockage or interruption in insulin delivery. If the omnipod system detects an occlusion, it sounds a hazard alarm and prompts you to deactivate and change your pod."

Event description:
The customer reported that on (B)(6), her blood glucose results were very high while she was at work. She became unconscious and went to the emergency room. She provided the following history: time: 5:31 am, blood glucose result: 333 mg/dl, carbohydrate: 32 grams, bolus: 4.90u; time: 6:50 am, blood glucose result: 320 mg/dl, bolus: 1u. At 12:30 pm, her result was 303 mg/dl, and she gave herself a 1.60u bolus. She said that she did not receive it all, as she had a pod occlusion alarm, and she removed the pod. She stated that because she was at work, she removed the pod, but did not activate another one. At 3:32 pm, her result was "high" (>5000 mg/dl), and she became unconscious. She went to the emergency room, where the doctor gave her fluids and a manual injection of insulin. At 8:51 pm, she left the hospital with a blood glucose result of 300 mg/dl, and she activated a new pod. At 8:56 pm, her result was 248 mg/dl. She gave herself a 1.80u bolus and went to bed. She said that she disposed of the pod at the time of the event.